Event description:
It was reported that during an implant of a crtd during the first venipuncture, the patient becomes bradycardic (fc: 25 lpm) and hypotensive (pai: 40/20), which improves with adrenaline and atropine. The procedure continues, dr. (B)(6) advances a left ventricular lead: model: 0296/367061 and a left atrial lead: model: 7741/658410. The patient develops ventricular tachycardia (vt), which the physician defibrillates 200j. Then the patient becomes in pulseless electrical activity and asystole. The physician then performs basic and advanced maneuvers (resuscitation). The patient remains hospitalized in ICU. A second procedure was performed (B)(6) 2016 to implant the device and lv lead, with no further adverse effects reported.